Event description:
It was reported that surgeon did total revision of a right knee. There was a triathlon knee in, that was removed and replaced with a triathlon ts prosthesis. Both the femur and tibia were revised, due to bone loss.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned due to hospital policy. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to manufacturer.